Event description:
Patient called in stating that her filters was turning black. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device returned to third party service center.

Manufacturer narrative:
The patient has alleged that he wakes up sneezing, her nasal passage was irritated and also stated that her filters was turning black. There was no report of serious patient harm or injury. There was no report of serious or permanent harm or injury. There was no report of medical intervention. The device was returned to a third-party service center. During the evaluation, no error codes found. The third-party service center concludes that they could confirm the customer's allegation. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d: product UDI , device serviced by 3rd party? Device available for eval? Has been updated. In box h: device eval. By mfg?, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.